Manufacturer narrative:
Device passed the displacement test but failed during prime/a33 test rewind due to loose drive support disk. Unable to performed no delivery alarm due to loose drive support disk. No failed battery test alarm noted during test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had rewind multiple times to work also had to prime multiple times. The customer¿s blood glucose was unknown. Customer sated insulin pump had unexplained no delivery alarm. The device will be returned for analysis.